Manufacturer narrative:
The olympus field service engineer (fse) performed an onsite repair and confirmed this issue. Fse replaced the yellow connector component and verified it according to the OEM instructions. Software attributes were also verified and confirmed to be working correctly. The equipment passed the electrical safety test, and the results were attached to the service report request. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was a similar event complaint reported on (B)(4) from the same facility, and (B)(4) was initiated from another facility for the same device and issue. Conclusion: the root cause could not be identified; however, from the results of the investigation, it is believed that the connector became loose and damaged, making it impossible to connect the cleaning tube. The cause of the loosening of the connector is thought to be the accumulation of loose stress applied to the connector. Such events can be detected and prevented, according to the IFU in chapter 3. Inspection before use, 3.3 inspecting the connectors. Check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems damaged or defective. An irregularity has been detected and may interfere with reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
In speaking with the olympus technical assistance center (tac), the customer reported that during reprocessing, the yellow connector at the oer-pro reprocessor was found broken in the center and water was coming out. The tac technician recommended not using the subject device. There was no patient involvement, and no harm was reported. Replacement parts were ordered, and an onsite visit by the field service engineer was scheduled.